Event description:
A consumer reported that since having intraocular lenses (iol) implanted bilaterally, he has blurry vision and halos around lights. The lenses were exchanged approximately two months after they were initially implanted. In a follow up, the surgeon reported that the consumer could not adapt to the iol. There are two medical device reports associated with this event. This report is for left eye.

Manufacturer narrative:
The product was not returned. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause there have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on 03/21/2014. (B)(4).